Event description:
It was reported that the patient developed a thrombus around the right atrial (ra) and right ventricular (rv) leads on two occasions, for which medication was prescribed. The patient also experienced fibrosis of the subclavian vein, which made the patient symptomatic. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.